Event description:
Per the clinic, the patient underwent surgery to excise an overgrowth of skin tissue around the implant site. It was also reported that the abutment was exchanged for a longer abutment.

Manufacturer narrative:
(B)(4). Implanted device remains.